Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices blower is not working, and it gives a circuit is occluded alarm. It was reported there was no patient involvement at the time the issue was discovered as the device was being used to create a treatment plan. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse verified that the blower is not operating while in diagnostic mode. Provided the customer parts ID for the blower and mc pcba. This investigation is ongoing.